Manufacturer narrative:
Main device, other components include: product ID: 8709sc, serial# (B)(4)implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of baclofen at 860.4 mcg/day via an implantable pump for intractable and other spasticity. On (B)(6) 2016, it was reported that the patient was having withdrawal symptoms of increased spasticity and itching. A portion of the catheter was replaced on (B)(6) 2016 and the hcp observed pinholes in the catheter near the pump, consistent with a needle piercing. The cause of the holes in the catheter was not identified. The pump was also replaced with a smaller model as, according to the hcp, the pump was 3 and years old and the patient had lost a significant amount of weight so a smaller model fit better in the pump pocket post weight loss. The patient status was considered a return to normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.